Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem, dl code 176) was confirmed due to corrosion on the battery board. The root cause for the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A u.s. Distributor reported that a battery charger had a battery charger problem.